Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) a false gram negative result was obtained. Confirmatory culture showed no gram-negative growth. There was no reported patient impact. The following information was provided by the initial reporter: genmark reported out numerous false positive bactec bottles that their bcid eplex gp test resulted as gram negative but no gram negative grew in culture. Patient #7 *bottle lot number: 1180172. Only bottle lot was provided. *please provide the date this patient was tested on the bcid eplex gp: sep/26/2021 *was eplex result dual positive? Yes. -bcid eplex-gp- resulted as staphylococcus, staphylococcus epidermidis, pan-gn both times -bcid eplex gn ¿ pan-gp only *time to positivity? Customer unable to provide *was any organism seen on the gram stain for this bottle? Customer unable to provide *was the bottle plated to media? If so what type? Customer unable to provide *did any organism grow in culture? 2 types of coag neg staph. No gram negative growth *you state for this patient the organism was not reported out, correct? Customer did not provide. They just provided that no adverse events were reported. *can you provide the serial number of the bactec the bottle was in when it went positive? The rack? The drawer? Customer unable to provide.

Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using genmark bcid eplex. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review results. Customer complaints for molecular false positive have been received but as per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective nor further actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) a false gram negative result was obtained. Confirmatory culture showed no gram-negative growth. There was no reported patient impact. The following information was provided by the initial reporter: (B)(4) reported out numerous false positive bactec bottles that their bcid eplex gp test resulted as gram negative but no gram negative grew in culture. Patient #7 bottle lot number: 1180172. Only bottle lot was provided. Please provide the date this patient was tested on the bcid eplex gp: (B)(6) 2021. Was eplex result dual positive? Yes. Bcid eplex-gp- resulted as staphylococcus, staphylococcus epidermidis, pan-gn both times. Bcid eplex gn ¿ pan-gp only. Time to positivity? Customer unable to provide. Was any organism seen on the gram stain for this bottle? Customer unable to provide was the bottle plated to media? If so what type? Customer unable to provide did any organism grow in culture? 2 types of coag neg staph. No gram negative growth you state for this patient the organism was not reported out, correct? Customer did not provide. They just provided that no adverse events were reported. Can you provide the serial number of the bactec the bottle was in when it went positive? The rack? The drawer? Customer unable to provide.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.